Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The unspecified target lesion was predilated with a 3.00 x 12 mm non bsc device. The physician then advanced the 3.00 x 32 mm taxus express2 drug eluting stent (des) to the lesion, but the device was unable to cross. The des was successfully removed and it was noted that the stent was damaged. The procedure was successfully completed with a different device and with no patient complications reported. The patient's current condition is listed as "ok."

Manufacturer narrative:
The complainant indicated that the device will not be retuned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.